Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller on techniques to press the button effectively and confirmed that the pump was under warranty. A replacement pump was arranged, with instructions for the caller to return the problematic pump within 10 days.